Event description:
It was reported in 2009 that the customer stated that the cuff broke and the pt had no ill-effect. Multiple and ongoing attempts were made to obtain further info. Approx three months later, the initial reporter stated that the pt had been re-intubated at the time of the event. No other info is available.

Manufacturer narrative:
The 4.0 pdc tracheostomy tube with lot number 0807000080 was received for eval. An inflation/deflation test was conducted; 8 cc of air was added and the cuff did not hold air. Next, the sample was submerged into a container with water, air was added and a leak was observed at the flat pilot balloon near the valve. The failure mode was confirmed.